Manufacturer narrative:
A sample catheter from inventory was pulled and tested. It exceeded the rbp of 3 atm and didn't burst until 5.5 atm. The catheter performed according to specifications. It is unk if an inflation device with pressure gauge was used as is recommended in the instructions for use. It is also unknown as to what pressure the catheter was taken or what pressure it burst at.

Event description:
The balloon ruptured. No knowledge of the direction of the rupture or how many atms used.